Event description:
It was reported that the unit started flaking during a procedure. It was further reported that not all of the metal shards from the unit were removed from the pt. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.